Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's ipg failed to establish communication with external devices due to patient not charging. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.